Manufacturer narrative:
B5: the reporter indicated that a 13.2mm, vticmo13.2, -13.5/1.0/087 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted and later replaced with a different model and shorter length lens due to excessive vault, pupil block and angle closure with elevated iop and the problem resolved. Anterior chamber irrigation/evacuation of visco/fluids was also reported as additional intervention/treatment. "Some iris atrophy + 3mm pupil, developed during ac wash" was reported. For additional information the reporter stated, "pupil still 3mm but better function and reacts to light (slower than od)." Cause of event was reported to be unknown, "patient anatomy/over manufactured icl" was reported for cause details. H3- device evaluation: lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim#: (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: this product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -13.5/1.0/087 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to excessive vault, pupil block and angle closure with elevated iop. Problem resolved. At a later unknown date "some iris atrophy + 3mm pupil" was reported. Cause of event was reported to be unknown, " patient anatomy/ oversize manufactured icl" was reported for cause details.